Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a device implant, the rv lead exhibited undefined defibrillation impedance when the device was outside of the pocket. The alert was not cleared so the patient had to come back to the clinic to have the alert cleared. No device or lead issue was noted.